Event description:
The physician was attempting to advance an endeavor resolute drug-eluting stent to the lesion. There were no abnormalities noted pri or to the use of the device. The device could not cross the lesion; on return to manufacturing facility a leak was noted on the balloon. No clinical sequelae were reported. Evaluation summary: the device was returned for evaluation. The distal tip was severely flared. When an attempt was made to inflate the device using an indeflator, the device would not hold pressure. A small radial tear was located on the outside of the distal pillow fold immediately distal to the 1st distal stent segment. Please note that this device (eres22524x) is distributed outside the united states; however, it is similar to the united states distributed product (ensp22524ux).

Manufacturer narrative:
Results: inherent risk of procedure (failure to deliver the stent). Patient's condition affected effectiveness of device (vessel morphology). Conclusions: device failure/lack of effectiveness related to patient condition (vessel morphology). (B)(4).